Event description:
Pt went for routine eval of his pacing system in the eps lab. Asymptomatic. During the eval it was noted one lead did not seem to be working correctly. Lead revision done 8/30/94 revealed a lead fracture and poor insulation. The lead was disconnected from the generator and capped. A new lead was implanted.